Event description:
The customer reported that during a continuous mononuclear cell (cmnc) procedure on a spectra optia device the return saline line was left open and blood was observed in the return line and the saline bag. Approximately 100 ml of red blood cells were observed in the saline bag. The operator changed the saline bag and rinsed the return saline line back to the patient. The operator was able to complete the procedure. Patient ID and age are not available at this time. The patient was reported as stable with no medical intervention needed. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture, and expiry date are not available at this time.¿¿ investigation: per the customer the final reported fluid balance displayed by the machine was 124%. Per calculations final fluid balance was 122%. Investigation is in process, a follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer the final reported fluid balance displayed by the machine was 124%. Per calculations final fluid balance was 122%. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the patient received all the blood diverted into the saline line and bag, the net volume loss is equal to ~0 ml. Reported fb 124% (this should be the target fluid balance as well) hence, the final adjusted fluid balance (with the returned blood) should remain ~ 124%. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a continuous mononuclear cell (cmnc) procedure on a spectra optia device the return saline line was left open and blood was observed in the return line and the saline bag. Approximately 100 ml of red blood cells were observed in the saline bag. The operator changed the saline bag and rinsed the return saline line back to the patient. The operator was able to complete the procedure. Patient ID and age are not available at this time. The patient was reported as stable with no medical intervention needed. The disposable set is not available for return because it was discarded by the customer.